Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant, this implantable defibrillation lead exhibited a decrease in sensing measurements. An x-ray was performed and no gross dislodgement was noted however loss of capture was observed during lead testing. A micro-dislodgement was suspected. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.